Event description:
It was reported that the patient had ongoing burning pain superior to the device site with palpation. The patient was given medications and no further interventions planned. The device remains in use. The patient is a participant of the evera MRI study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. (B)(4).